Manufacturer narrative:
E3. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the water was not circulating as expected. Switch 3 was intermittent while running the overtemp alarm. The customer additionally reported mainboard and tubing issues. The customer states that the issue was not related to physical damage or mishandling of the device and that there was no delay of therapy.

Manufacturer narrative:
D4. Catalog #: 8002950 d4. Primary UDI number: (B)(6). H4. Device mfg date: 09-sep-2011 investigation summary: the device was received in with nicks and scratches on the front enclosure, return tube cracked, an obsolete membrane switch, the plunger on the air detector is loose, and fluid ingression on the printed circuit board (pcb). Filled device with fluid, installed a tempcheck and an f-30 gas/vent test filter, then performed visual/functional inspection. The fluid is circulating fine, more than likely because the pcb had a chance to dry out before the investigation. There was no root cause determined for the fluid circulation issues, as it works fine. The customer's other reported problem of "the switch 3 is intermittent while running, the over temp alarm triggered and blew the main board with tubing issues" is verified. The plunger on the air detector is not working correctly. The root cause for the plunger was a failed pin gauge, plunger was loose, and screws were loose. After replacing the plunger, mount block and re-tightened screws the device passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.